Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The seal and tension spring assembly was observed to be fully deployed inside the delivery device tube. The blue slide lock was observed to be off, allowing the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery tube with no visual or physical difficulties. The seal and tension assembly was observed to be intact with no visual defects. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta, hence no measurements were taken. Based on the returned condition of the device and the investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000250652 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) was set up for use, inserted into the aorta, and when the button was pressed and pulled up, the seal did not deploy. The seal made contact with the aorta. The seal did not exit the delivery tube on actuation. The portion of the seal that remained outside the distal top of the delivery did not appear to flare wider than the diameter of the tube. A new device was brought out, the operation was completed without problems and there was no impact on the patient.